Manufacturer narrative:
Device is a combination product. B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy ii us mr 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The distal half of the stent was pulled distally extending past the distal tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 38 synergy drug-eluting stent was selected for use. However, it was noted that the stent came off the balloon. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 38 synergy drug-eluting stent was selected for use. However, it was noted that the stent came off the balloon. The procedure was completed with another of the same device. No patient complications nor injuries were reported.